Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel, cobalt, silver and titanium') and sjogren's syndrome ('dry syndrome') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: roaccutane (isotretinoin) in 2008. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced arthralgia ("arthralgia") and asthenia ("persistent asthenia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and sjogren's syndrome (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, sjogren's syndrome, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia and sjogren's syndrome with essure. The reporter commented: allergic tests were in favor of an allergy to nickel, cobalt, silver and titanium. The dry syndrome could also be due to the roaccutane intake in 2008. There was no information concerning symptomatology improvement following essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel, cobalt, silver and titanium') and sjogren's syndrome ('dry syndrome') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: roaccutane (isotretinoin) in 2008. In march 2014, the patient had essure inserted. In march 2014, the patient experienced arthralgia ("arthralgia") and asthenia ("persistent asthenia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and sjogren's syndrome (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, sjogren's syndrome, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia and sjogren's syndrome with essure. No further causality assessment were provided for the product. The reporter commented: allergic tests were in favor of an allergy to nickel, cobalt, silver and titanium. The dry syndrome could also be due to the roaccutane intake in 2008. There was no information concerning symptomatology improvement following essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: health authority detected that this record is a duplicate to bayer record # fr-bayer-2017-143296 to which all information will be transferred. Then this record (fr-bayer-2019-107652) will be deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel, cobalt, silver and titanium') and sjogren's syndrome ('dry syndrome') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: roaccutane (isotretinoin) in 2008. In march 2014, the patient had essure inserted. In march 2014, the patient experienced arthralgia ("arthralgia") and asthenia ("persistent asthenia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and sjogren's syndrome (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, sjogren's syndrome, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia and sjogren's syndrome with essure. The reporter commented: allergic tests were in favor of an allergy to nickel, cobalt, silver and titanium. The dry syndrome could also be due to the roaccutane intake in 2008. There was no information concerning symptomatology improvement following essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.